Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The mother states the customer received motor error alarms. The customer's blood glucose level at the time of incident was 452mg/dl. The customer treated the high with manual injection. Troubleshoot was conducted. Multiple motor error alarms were noted in the pump's alarm history. The customer was advised the pump would have to be replaced and returned for analysis.